Event description:
Medtronic received a report that the microcatheter was induced from the drainer then passed through the shunt to the feeder with the venous approach. Even when the coil was embolized it was not placed properly, while attempting to the collect, the coil was detached in the microcatheter and could not be collected. Only the delivery was collected. There was no evidence of forced detachment in the on-hand collected delivery. The microcatheter of the inserted coil was removed and induced with a new microcatheter. The procedure was continued without any problems with the use of another lot of the coil. The device was prepared as indicated in the package insert. There were no patient symptoms or complications associated with the event. The patient was undergoing treatment of an arteriovenous malformation or arteriovenous fistula. The lesion was grade ii. The patient's blood flow was normal and the patient's vessel tortuosity was moderate. Ancillary devices include: sl-10 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5); in-house guidewire as found condition: the axium prime pusher and stryker excelsior sl-10 micro catheter were returned for analysis within a shipping box; within two resealable plastic biohazard pouches and within individual resealable plastic pouches. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The coin was found still against the lumen stop. The coin was found undamaged. The shield coil was found stretched. The implant coil was already detached and not returned for analysis. Customer reported the implant coil remained within the micro catheter; however, this could not be confirmed. The retainer ring was found undamaged. No damages or irregularities were found with the sl-10 micro catheter hub or catheter body. The distal tip and marker band were found slightly crushed. Testing/analysis: the inner diameter of the retainer ring was measured to be 0.0045¿, which was within specification (specification: 0.00455¿ ± 0.00010¿). The release wire was extending out of the pusher ~0.003¿ which is within specification (specification: 0.002¿ - 0.005¿). The sl-10 micro catheter was flushed, and water did not exit the distal end. A guidewire was inserted into the hub, through the catheter body and became stuck at ~120.2cm. Dried blood was found at the stuck location. Conclusion: based on the analysis performed, the customer report of ¿resistance/failure to resheath¿ was confirmed. It is possible the blood contributed towards the resistance. It is possible that continuous flush was not used during the procedure, causing the blood to backflow up the micro catheter. The customer report of ¿premature detachment" was confirmed. It is likely the resistance is the primary cause of the premature detachment. Other possible causes are tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, user advances the coil against resistance, and detachment ball outer diameter below specification/damaged. Customer reported vessel tortuosity as moderate. There were no irregularities or non-conformance to specifications found that would contribute towards the premature detachment. The shield coil was found stretched. Possible causes for shield coil stretch are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation and user advances coil against resistance. As the implant coil was not returned for analysis, any contribution of the implant coil towards the resistance and premature detachment could not be assessed. The sl-10 micro catheter is compatible for use with the axium prime coil. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.